Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was not impacted. The customer indicated that the cartridge would be changed.